Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings:a review of the pump¿s history showed only typical usage; there was no evidence of 0.0 units for fill cannula. During testing, the pump successfully performed a rewind, load and prime sequence. A fill cannula with 0.5u was successfully performed and correctly recorded in pump history for the investigation. The pump was exercised for 24 hours with no errors, alarms or warnings. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.